Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occured. It was determined that loss of connection was related to the mobile application. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data investigation completed on 04/01/2019 confirmed a loss of connection greater than an hour. The probable cause was the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported.